Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage alarms. Log files were submitted for review and captured several low voltage hazard events while the patient was on the mobile power unit (mpu) on (B)(6) 2025 at 2135, 2136, 2231, and 2231. In each instance, there was a loss of power to the mpu that enabled the emergency backup battery (ebb) in the system controller until power was restored to the mpu. Each event lasted just a few seconds with no interruption in pump support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarms while the controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed in the submitted log files from the reported event date of 15jun2025. Several low voltage alarms activated on 15jun2025, consistent with losses of ac power to the system while the system controller was connected to the mpu. Each event resolved when the power was restored to the mpu. The backup battery supported the system as intended during each loss of external power. The losses of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook ( rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.